Event description:
Customer reported being hospitalized for high blood glucose. Customer was disconnected from the device at the time of call. Customer stated the insulin exited, while priming. However, customer got too much insulin and husband found her in a comma and called paramedics.

Manufacturer narrative:
Analysis revealed the insulin pump was unable to prime due to a faulty force sensor. In addition, the device had a motor error alarm due to a faulty component in the circuit board, which prevented further testing.